Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the reported issue (error e222) was not replicated during the evaluation of the device. Therefore, since a device malfunction was not identified, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was not confirmed as the alleged e222 did not reoccur. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is received.

Event description:
The customer reported to olympus the visera 4k uhd camera control unit was displaying an error e222 after connecting a scope during preparation for use in a therapeutic endoscopic sinus surgery. The connector was unplugged and the connection was restored. However, the error reappeared during the procedure. A similar device from a different manufacturer was used to complete the procedure. The customer indicated there was a ten minute delay as a result of the reported event. However, there was no reported patient injury or medical intervention associated with this event.